Event description:
It was reported the pt experiences persistent pain at the ipg pocket site. The pt also stated the scs system is not relieving her pain. The next course of action is undetermined.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.